Event description:
Information received indicates the foot hi/low is drifting down.

Manufacturer narrative:
The technician found the foot hi/low cylinder was leaking. The technician replaced the foot hi/low cylinder to repair the bed.